Event description:
A customer reported obtaining an erroneously elevated troponin (accutni) result above the ami cutoff for one (1) patient. The result was generated on a unicel dxc 600i synchron access clinical system, used in conjunction with access accutni reagent (lot 023756) and access accutni calibrators (lot 018864). The result was reported out of the lab and questioned because the result did not match the patient's clinical picture. Repeat analysis of the sample on the same instrument generated a result within the normal reference range which did fit the clinical picture of the patient. While there is no report of adverse event or serious injury related to event, the effect to patient treatment is unknown.

Manufacturer narrative:
Patient sample was collected in a red top serum sample tube with a gel separator and centrifuged for 15 minutes at 4000 rcf. The sample was run through the closed tube aliquotter for both initial and repeat testing. Quality control results were within the customer's established ranges during the timeframe of this event. Customer supplied data shows that system checks performed on (B)(6) 2011 passed within instrument specifications. System checks performed on (B)(6) 2011 failed to pass with first attempt but did pass upon repeat. A field service engineer (fse) was dispatched for this event. The fse performed testing and reported that the instrument was operating within specifications.